Event description:
It was reported that a flogard infusion pump had a noise. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of noise was confirmed as an f-38 alarm sound. The root cause of the alarm was due the force sensing resistors (fsrs) being out of specification. To correct the issue fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.